Manufacturer narrative:
Additional information received. See b. Annex f code updated.

Event description:
22-oct-2024: received an email response from complainant for information. In reference to dot point 1: the patient had soft tissue damage as the vein blew - this being the indication of a vein extravasation. It is where the content of contrast/n saline leaks into the surrounding tissues and form a raised lump. In reference to dot point 2: the clamp was unclamped. This is tested and ensured prior to scan. This also is supported by the vein extravasation. With this, the pressure the radiographer set for contrast injection may have breached the lines limit. In reference to dot point 3: see reference to dot point 1 as both come under the same category. With this incident contrast was also noted on the surface of the patients skin as well. In total: visual outside skin was noted with leaked contrast, and internal soft tissue damage (extravasation) in addition with the blown extension line as noted by the pictures and report.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing ruptured. The following information was provided by the initial reporter: there was an incident last night in ed imaging where a bd nexiva cannula blew/ ripped apart during the CT scan, which caused vein extravasation. It blew apart at the extension set part of the cannula extravasation of contrast can cause complications to the patient.

Manufacturer narrative:
Investigation results: the complaint of a ruptured extension tube was confirmed; however, the root cause could not be determined. Three photographs and one extension tube from a 20g nexiva device with the attached dual port luer adapter were provided for investigation. The winged catheter adapter and catheter tubing had been cut away and were not returned for investigation. Based on the reported use, the damage likely occurred during power injection; however, due to the condition of the returned sample, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. No damage or defects associated with the manufacturing process could be confirmed on the returned sample. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.